Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 150 mg/dl. The husband stated that they tried to give a bolus and the buttons were not working. The customer stated that the numbers kept going. The customer mentioned that the pump fell into sink water. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.